Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that displayed as "high", specific value not provided; cause was not known. A correction bolus was delivered and supplies were changed to address bg. Customer will use an alternate form of insulin therapy.